Event description:
The customer contacted philips to reported that their info center was not providing alarms. No pt harm was reported. No pt harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.